Event description:
Pt reported she is receiving stimulator; however, she is experiencing soreness/discomfort at her scs ipg site. Pt states the scs ipg feels like it moves in the ipg pocket site or is out of place. The pt has lost weight since implantation. F/u identified the pt was seen by her physician who desires to either secure the scs ipg at the pocket site or relocate the pocket site. The pt would like to continue to loose weight before surgical intervention. The revision will take place at the pt's request.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.